Event description:
Patient was on a continuous lidocaine drip with continuous cardiac monitoring. The medication was infusing via primary IV tubing set and was connected directly to the IV port through an injection cap using an alligator clamp. The patient went into ventricular tachycardia. When staff arrived at bedside, the patient had been sleeping and the alligator clamp had disconnected from the injection cap. The medication was infusing on to the floor. The patient was treated with a bolus dose of lidocaine and transferred to a higher level of care for further monitoring. Manufacturer response for alligator clip, bd interlink IV cannulas 15g lever lock (per site reporter): looking in to the issues occurring with alligator clips. Have made threaded lock cannula connectors available for use with primary connections to IV cap and evaluating alligator clips used at y-connections.